Event description:
The patient received one endeavor sprint drug eluting stent in the rca. Approximately 4 year and 8 months, patient death was reported to have occurred and this information was obtained from the death certificate / national death registry. It was not assessed whether the death was related to the stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); evaluation, conclusions: inherent risk of procedure ¿ (death). (B)(4).